Event description:
It was reported that incorrect measurement occurred. The avvigo plus multi system was selected for use. It was reported that the size suggested by avvigo did not correspond to the image displayed. No additional information regarding the event was provided.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. D2b: pro code (product code) - dqk, dsk. E1: initial reporter address - (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.